Manufacturer narrative:
Unique device identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years and 1 month. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that power elevations were observed, and that left ventricular size was enlarged compared to prior echocardiograms. Log file analysis completed by the manufacturer¿s technical services representative confirmed a few unsustained power/flow elevations. In addition, the patient has had mild elevations in lactate dehydrogenase (ldh) level which remained 400-500 u/l. Inr was 1.9. Ramp echocardiogram showed aortic valve (aov) closed, but lv decompresses to a lesser degree at higher speeds. The patient was admitted to telemetry and heparin infusion was initiated while bridging to a higher inr target. The patient was diuresed with intravenous lasix 40 mg daily to optimize volume status. On (B)(6) 2017, the power elevations were resolved and thought to be due to fluid overload and hypertension. The ldh level went up to 603 u/l and continue to be managed with a heparin infusion and coumadin. Inr was 2.4. On (B)(6) 2017, the ldh level down slightly to 582 u/l. No power elevations were observed. The mean arterial pressure (map) at 90 mm hg. Some pulse index (pi) events occurred with speed drops. Amlodipine was increased to 10 mg daily. Additional information received on (B)(6) 2017, indicated that the patient was doing well. No further information was provided.

Manufacturer narrative:
The report of power elevations can be confirmed based on the submitted system controller log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.